Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found enclosure marked and stained, both covers were cracked and marked, and line cord was worn and pole clamp cover was broken. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device tank was filled with water and powered on, confirming the reported customer complaint. This was a result of a faulty heater and the problem source has been determined to be unknown.

Event description:
Information was received that device had ground fault issues. Incident was found to have leak while setting up and refilling unit; no patient involvement.